Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can't complete functional testing) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to an intermittently open green (elect dischg) wire in the cable connecting ECG "b" and the distribution node. The root cause for the open wire was unable to be positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to complete functional testing.